Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a breast augmentation revision with 250cc mentor smooth round moderate plus profile saline breast implant has experienced postoperative left-sided deflation of implant. Patient noticed the left breast lost volume, and deflation was confirmed by a physician. Healthcare professional reported that the patient underwent explantation on (B)(6) 2020 and scheduled for implant exchange on (B)(6) 2020.

Manufacturer narrative:
On 29-jul-2020, mentor failure analysis lab updated the device evaluation summary. The following statements have been updated/added: leak testing was performed in accordance with mentor procedures, and no leak sites were detected. These findings are consistent with a crease/fold which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or over-inflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6)2020, mentor became aware that the patient had not undergone explantation, and was scheduled to undergo explantation on (B)(6)2020. The mentor failure analysis lab has received the suspect medical device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 14-jul-2020, mentor failure analysis lab completed the evaluation of the suspect medical device. Device evaluation summary: according to the information received, the patient experienced deflation in the breast implant. During the visual evaluation, an anomaly was observed on the anterior view of the device consistent with a crease / fold. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected in either device. After a thorough analysis, we were unable to confirm the reported event. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Deflation complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 01-apr-2020, a manufacturing record evaluation (mre) was completed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).